Event description:
Customer's wife reported blood glucose results of 374 mg/dl using advantage system 1, 64 mg/dl using advantage system 2 within 10 minutes. Customer reported symptoms of hypoglycemia, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch with a1 patient for report on advantage system 2.